Manufacturer narrative:
The customer's meter was requested and provided for an investigation. The investigation powered on the customer's meter and performed a visual inspection. The investigation discovered the meter's display showed spots. One large area of spots partially hid the first and second digit in the results screen, and this flaw was visible after powering on the meter and permanently existed. The investigation confirmed there were no traces of an obvious mechanical impact visible on the housing of the device. The meter was disassembled for further investigation. The flex cable connection was checked and found to be correct. The returned display assembly was removed and replaced with a fully functional display assembly. The meter performed as expected with an exchanged display. The investigation determined the customer's returned display assembly was defective. Per product labeling, "if you notice any issues with the display functionality (e.g. Unexpected lines/marks on the meter display) stop using the system and contact the roche customer support center." Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter had an issue with the display of the accu-chek inform ii meter, which could lead to a misinterpretation of results. The reporter stated there was a large black splotch in the center of the display, and the results were not clearly readable. The reporter confirmed there were no signs of damage on the outside of the screen and the meter was charged. The reporter performed a meter reset but the issue persisted. No misinterpretation of results were reported.